Event description:
It was reported that the device had an air in line sensor faulty. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled dso seal, sticky latch lock, and a scratched lcd lens. There was new history data in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the air detector was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.